Event description:
Allegedly, hip revision was done due to pain, elevated metal ions, a locking sensation, & swelling. Physician noted: "not fully ingrowth" intraoperatively ; all mom complications (right).